Manufacturer narrative:
(B)(4).

Event description:
It was reported that a healthcare professional (hcp) got a message on the clinician programmer during programming of an implantable neurostimulator (ins) that said ¿incorrect settings have been detected and all settings will be erased (18.5).¿ the next day it was reported that the patient noted that a program, the one he was using the most often, was no more available with his patient programmer. The physician for this message when he connected the clinician programmer with the ins. All parameters were then erased by clicking ok to continue, and the physician had to reprogram the device, which was done successfully. The patient was okay. The mdt data file was reviewed and there was no indication of an internal failure of the device. If additional information is received, a follow up report will be sent.